Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was showing offline. A technical support specialist (tss) remotely accessed the station, completed a full sync, to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es showed disconnected mode/critical override/download delayed. The customer reported that new meds were not crossing over to the device, affecting patient care; however, there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.